Event description:
The customer reported via phone call that they had a failed battery test alarm and a motor position encoder error alarm. Customer stated the insulin pump appeared to stop pumping insulin. The customer reported leaving the insulin pump in the same room as a magnetic resonance imaging machine. The customer's blood glucose was 214 mg/dl. The customer stated corrosion was present on the battery cap. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer's blood glucose was 339 mg/dl at the end of the call. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify failed battery test alarm and compromised force sensor system alarm due to motor error alarm during rewind. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked battery tube threads.